Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer¿s blood glucose level was 257 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that fill cannula was recorded in daily history. Troubleshooting was performed. Customer performed self test and the test did not pass. The insulin pump will not be returned for analysis.